Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash memory failure at components u102 and u105 on ca board sn (B)(4). The cause of the resets was the flash memory failure. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, liquid contamination was found on the battery board. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was displaying an error code when charging a battery pack.